Event description:
It was reported that the patient went to the emergency room due to hyperglycemia while wearing the pod. Despite good faith attempts to obtain additional medical event details, no further information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.